Event description:
A single use injector needle was being used to inject botox. After the needle was threaded through the catheter, the physician tested the device by pushing through a bit of the medication. The fluid did not come out of the needle but came out through the catheter that was adjacent to the needle. This was seen on the video screen. They replaced the needle and re-started the procedure, and the patient was not harmed.this facility has had multiple similar problems with this manufacturer's device over the last approximate 2 months. Multiple lot numbers involved. The manufacturer has been notified and product has been returned. Staff have not been able to identify common factors in these events.======================manufacturer response for olympus single use injector needle, (brand not provided) (per site reporter).======================wish to analyze.